Event description:
It was reported that a device embolization occurred. A watchman access system (was) double curve was positioned and a 33 mm watchman laa closure device & delivery system (wds) was selected for use during a left atrial appendage (laa) closure procedure. The device was deployed and all release criteria were met with 11-27% compression. A few minutes after the device was released, the device was seen in the left atrium via transesophageal echocardiogram. The device eventually made its way to the left ventricle for which the patient was sent to surgery for removal and laa ligation. The surgery was successful and no further patient complications were reported.